Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient died in (B)(6) 2014 (greater than 8- months after the reported product experience). There were no allegations that the use of the device caused or contributed to the patient's death.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited out of range shock impedance measurements. Measurements were within range when the shocking vector was programmed rv to can. The patient had been lost to follow-up since implant. There was a concern the leads may not have been fully inserted into the device header, however the out of range measurements did not start occurring until a month after implant. No adverse patient effects were reported.